Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device and the logs were reviewed by spacelabs product specialists. The issue was confirmed and the display unit was replaced by a spacelabs field service engineer. The device passed all tests and was returned to patient service. During the issue involving the black display unit or failed state during use, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, an arkon display unit went black while in use. No injury was reported as a result of this event.